Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours on the arm. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The pod was returned with the needle mechanism in the fully deployed state. Inspection of the pod data found that the pod did not encounter any timeouts, drive stalls, or hazard alarms. No damages or deficiencies were observed that would lead to a hazard alarm. Inspection of the pod found the exposed portion of the soft cannula to be stretched. This caused the cannula to measure longer than expected at 28.5mm long. Despite the damage, fluid remained able to travel the complete fluid path. The exact timing and cause of the observed cannula damage cannot be determined. This damage would not contribute towards the user reported events. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.